Event description:
The clinicians were attempting to defibrillate a patient (age and gender unknown) in cardiac arrest, but the device would not discharge. The event took place in the facility emergency room and the clinicians were using the device with external paddles. Three (3) attempts to defibrillate the patient were made but, during each attempt, the device would charge to the selected energy level but would not discharge. The clinicians reported that the device would display "check pads" and "defib pad short" messages. The clinicians then obtained another device and were able to successfully defibrillate the patient and convert the heart-rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant reported that, subsequent to the event, the device was evaluated by the facility biomedical engineering department and that the technician was unable to duplicate the reported problem.